Event description:
I have been experiencing problems with my eyes for several months now. I have been using the bausch and lomb renu with moistureloc multi-purpose solution for several months now. I recently had to take off work because I thought I had pink eye. I returned to work after taking antibiotic drops for 24 hours. That week, I wore no makeup and no contacts to make sure that the infection went away. The following week, I wore makeup and contacts and everthing appeared fine. I woke up with severe swelling and redness of my left eye. I went to my eye dr the next day to find out that I have had a corneal ulcer the entire time. I have had another corneal ulcer in the past few months and recently learned of bausch and lomb's recall on the same contact solution I have been using because of bacterial/fungi infections. I have missed three days of work, been to the dr on numerous occasions, had to buy new contacts everytime I have a problem with my eyes, and have to now buy a new bottle of solution.